Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery alarms or unexpected depleted battery anomalies noted. The unit alarmed motor error during basic occlusion test due force sensor damage by moisture. The motor assembly was found with corrosion per visual inspection. Unable to perform motor testing due to the motor anomaly. The device also was received with cracked case at display window corners, reservoir tube, reservoir tube lip and battery tube threads, and minor scratched display window.

Event description:
It was reported by the customer that their insulin pump was alarming and squirting insulin while priming. Informed customer alarm is due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 115 mg/dl at time of reporting. Nothing further reported.